Manufacturer narrative:
(B)(4). This report will be updated when laboratory analysis is complete.

Event description:
It was reported that during the implant procedure, the helix on this lead would not extend/retract properly and the pacing impedance measurements were high, out-of-range at greater than 2000 ohms. A second lead was tried with the same results, then finally a third lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted leads were returned and are undergoing laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the event of a prolonged procedure. This report will be updated when laboratory analysis is complete. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, the helix on this lead would not extend/retract properly and the pacing impedance measurements were high, out-of-range at greater than 2000 ohms. A second lead was tried with the same results, then finally a third lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted leads were returned and are undergoing laboratory analysis.